Event description:
The event is reported as: complaint alleges: the stapler jammed during use. The event caused no harm to the patient. Additional information was requested, but no information was received concerning the procedure performed.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. A visual inspection of the picture received was performed and the defect "staples jammed" was observed. However, the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. The manufacturer will continue to trend relating complaints.